Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly, there was a loss of communication between the insulin pump and mobile device. The customer reported blood glucose value of 44 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with discontinue use of insulin delivery system, glucose/carb intake. The event involved product(s) mmt-243a, mmt-1880, mmt-6102, mmt-332a. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-243a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-6102. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was paired with test transmitter (gt-7919825n) and a test plug. The pump initiated the start new sensor (sensor warm-up) cycle without errors. The pump paired to the minimed mobile app successfully on both android and ios. For each device, programmed and delivered a test bolus and changed the basal rate. The bolus delivery and basal rate change were transmitted to and recorded on the minimed mobile app properly. No pairing with a transmitter or minimed mobile app errors (device not found) occurred during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, fading and stained serial number label, stained keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. Unable to pair to a transmitter and minimed mobile app (device not found) is not confirmed. The pump history file lists a bolus on 6/13/2024, listed below: 06/13/2024 14:04:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard .(1) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u). Please see below for the daily total of all insulin delivered on 6/13/2024: 06/14/2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 06/13/2024 00:00:00.000. Dailytotalofallinsulindelivered: 329000 (32.9 u). Dailytotalofbasalinsulindelivered: 296000 (29.6 u). Dailytotalofbolusinsulindelivered: 33000 (3.3 u) . There were no auto suspend events on 6/13/2024. There were no user suspend events on 6/13/2024. The pump history file lists a bolus on 6/14/2024, listed below: 06/14/2024 06:20:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u). Please see below for the daily total of all insulin delivered on 6/14/2024: 06/15/2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 06/14/2024 00:00:00.000. Dailytotalofallinsulindelivered: 314500 (31.45 u). Dailytotalofbasalinsulindelivered: 296500 (29.65 u). Dailytotalofbolusinsulindelivered: 18000 (1.8 u). There were no auto suspend events on 6/14/2024. There were no user suspend events on 6/14/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.